Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 5mm distal of the exit notch. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a shaft tear starting at the exit notch and extending 5mm. With the device was an unknown guide catheter and snare. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that tip detachment occurred and catheter removal difficulties were encountered.. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6f non-bsc introducer sheath was inserted; however, the device did not go through the bifurcation. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced as an anchor balloon. When the sheath and a 300cm jupiter guide wire were pushed, the tip of the balloon was separated. Resistance was felt when pulling the device. Eventually, the broken tip was retrieved using a snare. No fragment was left inside the body. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred and catheter removal difficulties were encountered.. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6f non-bsc introducer sheath was inserted; however, the device did not go through the bifurcation. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced as an anchor balloon. When the sheath and a 300cm jupiter guide wire were pushed, the tip of the balloon was separated. Resistance was felt when pulling the device. Eventually, the broken tip was retrieved using a snare. No fragment was left inside the body. The procedure was completed with another of the same device. No patient complications nor injuries reported.